Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 400 plus mg/dl. She needed assistance in uploading information in care link so her health care provider can review the reports. Customer declined to do troubleshooting. She stated will speak with health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.